Event description:
It was reported that insulin gauge displayed amount different than expected, showing 105 units instead of 240 units on a previous day. There was no reported impact to the customer¿s blood glucose level. Customer resolved issue by reloading same cartridge on one occasion and otherwise continuing to use same cartridge until pump began counting down from 105 units, and technical support advised customer to call back for troubleshooting if issue recurred and agreed to send email with cartridge loading resources.